Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: reportedly the internal turbine of air pen drive presents intermittent performance and there is evidence of residue on the internal part. In addition the device was noted to have low revolutions and loss of strength. It was reported the replacement part was installed on (B)(6) 2013. No further information was provided. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The 510k #: device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records has been requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Manufacturing documents were reviewed and no complaint related issues were found.